Event description:
During follow up, x-ray showed suspected externalized conductors between the 2 hv coils. The electrical values were normal an no noise was observed on EKG. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 51.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 8.3-11.3cm from the lead tip. Internal insulation abrasion was found at 9.a 6-10.6cm from the lead tip. The etfe coating was intact at these locations.